Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
When the (B)(6) device was removed from the artery, there appeared to be a film hanging off of it. The physician did not want to continue use with it and requested a new device the physician said that it appears to be coating from the catheter. It was attached to the nosecone and would not come off. There were no issues with the patient and they opened a new catheter to complete the procedure. Embolic protection was used. Evaluation of the returned device on (B)(6) 2015 found damage approximately 9mm distal from the cutter window. The damage was a tear in the tecothane which ran parallel to one of the coils of the distal assembly. Unknown residue/material was exiting the tear. No distinct deformation of the distal assembly was observed.

Manufacturer narrative:
Evaluation of the returned device on (B)(4) 2015 found when the distal assembly was inspected there was damage approximately 9mm distal from the cutter window. The damage was viewed under microscope and noted a tear in the tecothane which ran parallel along one of the coils of the distal assembly. Outside of the tear an unknown residue/material was hanging out of the tear. It is unknown at this time if the material is from the unit or biological in nature. No distinct deformation of the distal assembly was observed.